Manufacturer narrative:
See manufacturer report # 2029214-2020-00455 for the report of the catheter leak. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a marathon catheter that had a leak. The patient was being treated for a right frontal ateriovenous malformation. The patient's vessel tortuosity was normal. It was reported that the marathon catheter was prepared, inspected, and tested prior to use according to the manufacturer instructions for use. The marathon was placed in the patient. The surgeon began to deliver onyx solution into the mass. However, during the process, onyx was found to be pushed out from the proximal end of the catheter and not all of the onyx was delivered into the lesion. When the microcatheter was removed from the patient's body and pushing in vitro, it was discovered there was a hole in the distal soft segment of the catheter. There was no harm or injury to the patient reported. Additional information received indicated the first injection was continuous without suspension, and the interval between the second injection was about two minutes. After the second injection, angiography showed that the main malformed mass was embolized, so they extubated to complete the surgery. There was no surgical/medical intervention required, and the patient was in good condition.